Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the battery of the implantable cardiac monitor (icm) had prematurely depleted. There were no adverse consequences to the patient. The icm was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received with no telemetry at eos (end of service). Analysis performed on the session records indicate device performed normally. The device was tested on the bench and using automated testing equipment, and no anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.